Event description:
It was reported that the device undelivered: "delivered" volume was 96mls and the actual delivered volume was 76mls. The error was 21% and the amount left in the cassette was 20ml. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination. No obstructions, kinks or other workmanship defect were detected in the extension. The sample was set for accuracy testing to look for unusual function; the accuracy test failed. The root cause of the issue could not be determined; but the most probable root cause is that the reduction of the diameter caused an under delivery. Actions (s) taken to mitigate the reported issue(s): production personnel was notified by the area supervisor as awareness of the failure mode reported by the customer.